Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue but unable to duplicate it. It was observed through review of the software logs that the battery being used was from 2018, which is past it's expiration. The log review indicated the battery quickly decreased in charge during use. Stryker recommended the customer replace the battery. The device's battery pins were replaced as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing.

Event description:
The customer contacted stryker to report their device unexpectedly shut down. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The results code grid and conclusion code grid have been updated.

Event description:
The customer contacted stryker to report their device unexpectedly shut down. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.